Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's battery would not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient has not been scheduled yet. No immediate action will be taken at this time.

Event description:
A report was received that the patient's battery would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s battery would not hold a charge. The patient will undergo an ipg replacement procedure.